Manufacturer narrative:
Product analysis confirmed a device malfunction with the cuff component. A pinhole tear was found in the cuff shell consistent with wear at a fold (see attached image). The product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had a replacement of an artificial urinary sphincter(aus) device due to a leak in the cuff. The device was functioning for a short time after it was implanted. A patient outcome was not reported.

Event description:
It was reported that the patient had a replacement of an artificial urinary sphincter(aus) device due to a leak in the cuff. The device was functioning for a short time after it was implanted. A patient outcome was not reported.